Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device was sent in for preventative maintenance but needed repair. The rpms were out of specification on the low end. When first plugged into power supply the unit would not work. The cord was wriggled and it started to work. No wires were exposed. There was no patient involvement. Due diligence is complete. No adverse events were reported as a result of this malfunction.